Event description:
Information received indicates the valve was replaced due to an increasing gradient noted by cath over a period of several months. Patient history of acute and subacute bacterial endocarditis indicated at nine months post-implant. The valve was replaced with no additional patient complication reported.